Event description:
The manufacturer representative reported the recharger would not charge and would not power on. The recharger screen was blank and the desktop charger connector pin was broken. The patient received a new desktop charger, but the recharger screen still would not power on or charge. The green light on the desktop charger was lit up. The connector pin was not loose or broken and there was no out of box failure. Troubleshooting was done to reset the recharger and it then came up normal and the patient was able to charge the implant and recharger. Further information received from the consumer reported that the patient claimed he needed a new implantable neurostimulator, as it was not working and there was no pain relief. The patient¿s wife stated that the patient either did not know how to work the equipment or it was not working for the patient and the patient felt it needed to be replaced. The patient had not followed up with the healthcare professional (hcp) since getting the external equipment replaced. The patient was doing fine the patient¿s wife thought up until the day before the call (B)(6) 2016. The patient had not had the stimulation on since (B)(6) 2016. The patient¿s wife was going to follow up with the hcp office regarding next steps because the patient¿s wife was not sure that the patient knew what he was doing and stimulation ran out. The indication for use was non-malignant pain.